Manufacturer narrative:
The reported observation of impedance issues was not confirmed during a high-resolution inspection and electrical analysis of the extensions as received. A gauge pin was inserted into each extension header and a continuity test was performed between each extension header electrode and the gauge pin. No electrical opens were measured; each measurement indicated a short, which is as expected. Electrical continuity resistance testing was performed on each lead segment between the cut end and the corresponding terminal electrode. Both lead segments measured 14.7 ohms or less on all electrodes; no open wires were measured. Isolation testing between the terminal electrodes of both lead segments measured within the expected range; no electrical short circuits were observed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both extensions. Surgical intervention was undertaken wherein the extensions were explanted and replaced.